Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. Additionally, the battery gauge was fluctuating. Customer resumed insulin delivery and continued to use the pump for insulin therapy. Customer¿s blood glucose level was 400mg/dl.